Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male pt alleged open wounds under the electrodes. The pt reportedly used lotion on the wounds. The pt received a larger garment and reported that the area was no longer itching or burning. It is unclear if the pt received medical intervention for the irritation. Review of the pt's downloaded data indicates that the pt continues to use the lifevest.

Manufacturer narrative:
Device eval: electrode belt sn (B)(4) was not returned to the MFR. There is no indication of a device failure associated with this event. Eval method: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.